Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported right side rupture and exchange from textured to smooth implants due to the patient¿s concern of the product. Device remains implanted.

Event description:
The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: broken observed on anterior side assessed as surgical damage, observed broken on posterior side assessed as unidentified (tear) opening (shell thickness was within specification) and missing shell assessed as inconclusive. Anxiety-product/procedure: unable to observe as it is a medical event not related to the device. Additional observations: creases were observed. No further actions are required as the device was implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Patient reported right side rupture and exchange from textured to smooth implants due to the patient¿s concern of the product. Device remains implanted.